Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in-clinic with the pulse generator incorrectly binning atrial fibrillation as episodes of atrial noise. On (B)(6)2019, programming changes were made to decrease atrial sensitivity and prevent reoccurrence. It was also noted that the device was undersensing atrial fibrillation and failed to mode switch. Subsequent programming interventions were made to address under-sensing. The patient was asymptomatic and stable.